Event description:
It was reported that the device¿s screen was broken or cracked, consistent with physical damage to the display hardware. Symptoms included no device-related clinical effects. Outcomes included no reported impact on health status. Investigation included customer troubleshooting and education with arrangement for replacement of the affected unit. Investigation of this case revealed a damaged display component consistent with screen breakage; no alarms or functional alerts were reported. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device display unrelated to device design or manufacturing.